Event description:
(B)(4). Event occurred in (B)(6). The patient reported that the infusion set tubing had detached from the plastic part before insertion. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.